Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet was out of charge for approximately two days, during which the user did not revert to backup therapy and subsequently reported a high blood glucose reading of about 401 mg/dl. The user planned to reconnect to the ilet to allow automated correction and received education on device charging and use. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and user self-management guidance to check ketones to avoid diabetic ketoacidosis. Investigation included troubleshooting and education by customer support regarding charging practices and the importance of alternative therapy when the system is not in use. Investigation of this case revealed device nonuse due to loss of power and user therapy lapse, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically failure to maintain device power and to initiate backup therapy when the device was unavailable.